Event description:
Country of complaint: (B)(6). Needle detached from thread during opening.

Manufacturer narrative:
Us agent notified on: 01/15/2015. Mfg site eval: samples received: 1 open and 8 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Received 8 closed samples and one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action.